Manufacturer narrative:
(B)(4). Investigation summary: the samples sent for evaluation were inadvertently discarded when received. However, representative samples were evaluated by the supplier rendering the following results: supplier ((B)(4)) performed a device history record review of the affected lot and no deviation was found. Carefusion engineering performed port breaking force testing: verso (csc100) vs. Ballard and a pull/push test on verso assembly. Carefusion engineering also performed testing on ultrasonic weld/uv adhesive strength. The root-cause investigation indicates that failure was caused by a poor ultrasonic weld of the swivel ring to the body that holds the swivel in place. The corrective actions for this failure mode are as follows: redesigned the verso adapter body by adding surface texture per procedures to the welding surface to increase ultrasonic weld bond. Validation of redesigned verso body weld interface to improve the ultrasonic weld bond. ((B)(4)) . The supplier also revised their method of applying lubricant to the swivel. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
A customer reported to carefusion, "when the verso adapter accidentally got disconnected from patient the ventilator alarm didn't activate as it should."